Event description:
It was reported that during generator replacement surgery, high lead impedance was observed despite multiple attempts to resolve with pin re-insertion. Generator diagnostics were within normal limits (exact results not given). High impedance was not observed prior to surgery by the surgeon because, the generator was completely depleted. It is unk if the neurologist ever saw high impedance on diagnostics. Per reporter, the lead appeared "frayed" during surgery. A full revision surgery was performed. No pt adverse events were reported. Attempts for further info and product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information reveals that the explanted product was discarded following surgery and cannot be returned to the manufacturer for analysis.

Event description:
Further information reveals that the patient had been seen for some time by a neurologist who did not deal with vns. The neurologist recently asked a manufacturer representative to come check the device at which time the device was unable to be interrogated as it was dead. The patient was then referred for surgery at which time the high impedance was found. Therefore, no recent prior diagnostics are available and high impedance was not seen prior to surgery due to device end of service. No x-rays of device were taken. It is unknown if any trauma or manipulation occurred, but patient is a pediatric patient so it is possible. No other information is available.